Event description:
The manufacturer received information alleging a patient experienced a "ventilator service required" alarm while using a trilogy o2 ventilator while in patient use. There were no reports of patient harm or injury. The trilogy o2 ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was confirmed by an operational check that "ventilator service required" alarm sounded. Since an e-344, indicating a failure in the oxygen sensor, was recorded in the error log, the oxygen blender board equipped with the oxygen sensor was replaced to address the issue. The root cause is confirmed at this time. Additionally, periodic maintenance 2 was performed. Unrelated to the reportable malfunction/issue. The following parts were replaced as regulated by maintenance procedure to prevent failure: trilogy o2 pm1 kit, exhaust fan assembly, 43 micron filter. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. The software version was checked (ver.14.2.05). The device passed all final testing.